Event description:
Patient reported the up and down buttons on the infusion device do not function and the protective rubber is coming off. Patient changed the battery, and the infusion device displayed an e8 power interrupt error. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.